Event description:
An outside of the united states (ous) customer contacted siemens to report that the atellica ci analyzer immunoassay module (im) experienced a failure and that 160 patient samples were impacted. Initial test results were not released to a physician. The same samples were repeat tested on alternate analyzers. The repeat results were considered correct. The initial and repeat test result data was not available. The analyzer did not generate error messages or test result flags. The analyzer was configured to test for troponin (tnih). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The customer contacted siemens to report that the atellica ci analyzer immunoassay module (im) experienced a failure and that 160 patient samples were impacted. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse performed an integrated multisensor technology (imt) calibration and performed an inspection of the analyzer during the daily maintenance routine. A discolored hose for vacuuming waste from the cuvettes was found and replaced. A base filling procedure failed repeatedly. The connectors, pump, and valve were checked. The cse replaced the probe base dispense and 3-way solenoid valve r3 were replaced resolving the behavior. Daily maintenance, calibration and quality control (qc) were performed with acceptable results. The cause of the event is unknown. The probe base dispense and 3-way solenoid valve r3 are contributing factors. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.